Event description:
On (B)(6) 2011, the patient was implanted with a gore excluder aaa endoprosthesis aortic extender component. It was reported the patient was initially implanted with medtronic devices, and later experienced a type ii endoleak, proximal type I endoleak due to ¿graft disruption,¿ aneurysm enlargement, and contained rupture. The aortic extender component was implanted proximally to the medtronic devices. On (B)(6) 2012, follow-up imaging again identified aneurysm enlargement (amount unknown) due to an unspecified endoleak. On (B)(6) 2012, the device was explanted due to the enlarging aneurysm. The aneurysm was repaired surgically, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The root cause of the aneurysm enlargement is unk.